Event description:
It was reported that the patient experienced difficulty with the communication between the remote control and the implantable pulse generator (ipg) for several months. Troubleshooting and replacement of the remote control was performed but did not resolve the communication difficulty. The physician suspected ipg malfunction, therefore the patient underwent a revision procedure in which the ipg was replaced. It was also noted that the patient did not experience any stimulation difficulties due to the communication difficulties. The patient is doing well post operatively. During the explant procedure electrocautery was used.

Manufacturer narrative:
The device was returned, analyzed, passed all tests performed, and exhibited normal device characteristics. A labeling review was performed on the implantable pulse generator, ipg instructions for use, IFU. There was no evidence that the device was used in a manner inconsistent with the labeled indications. It states if you experience issues with the wireless communication behavior between the remote control and ipg or ets, try the following steps to correct the behavior, decrease the distance between the two devices if possible; ensure there are no objects between the communicating devices; move the communicating devices away from other equipment or devices that may cause interference, such as wi-fi routers, cordless phones, bluetooth wireless streaming devices, baby monitors, microwave ovens. Based on all available information, engineers are not able to confirm the root cause of the event. The ipg was returned for analysis, as such physical analysis was conducted and no anomalies were found, record review revealed no additional information related to the complaint. Therefore, this investigation is not able to determine a probable root cause for the complaint and the conclusion is no problem detected.

Event description:
It was reported that the patient experienced difficulty with the communication between the remote control and the implantable pulse generator (ipg) for several months. Troubleshooting and replacement of the remote control was performed but did not resolve the communication difficulty. The physician suspected ipg malfunction, therefore the patient underwent a revision procedure in which the ipg was replaced. It was also noted that the patient did not experience any stimulation difficulties due to the communication difficulties. The patient is doing well post operatively. During the explant procedure electrocautery was used.